Manufacturer narrative:
A ge representative evaluated the system and determined the grid and amplifier of the image intensifier need to be replaced. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported very poor image quality. The system could not be used for the procedure. No pt injury was reported.